Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and oversensing. There was no pacing inhibition. The connection between the lead and device was confirmed to be secure. The cause of the noise and oversensing was not conclusively determined. An invasive procedure was performed to explant and replace the lead. The device was explanted due to normal battery depletion. No adverse patient effects were reported.